Manufacturer narrative:
Additional information: the screw was not returned for evaluation, so an evaluation could not be performed and no results or conclusions are available. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw fractured during surgery, which caused the head to disconnect from the screw shaft. The screw was replaced with an alternative screw. There were no patient impacts reported as a result of this event.